Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that on (B)(6) 2016, when the patient was walking out of (B)(6), the security sensors went off and the patient felt a strong jolt at her implantable neurostimulator (ins) pocket and pain that traveled up her chest into her right shoulder and down into her right arm; it was later clarified that the sensor went off because the patient still had the theft tags on her items. Following the incident, the patient returned home and noted her body was shaking and she jerked harder than normal; the patient went to urgent care the next day. The patient reported that the health care provider (hcp) stated that her tissue looked swollen about 1/4 inch around and above the ins. On (B)(6) 2016 the patient reported she went to (B)(6) and the security sensors went off and the patient reported she did not feel good the rest of the day. The area around the ins and the back of the patient's neck ached. The patient stated she could barely move her neck for a couple of days. The patient also stated that this incident was much milder but she "literally flew." On (B)(6) 2016 the patient saw her neurologist and was told the ins was on and ok. An x-ray was taken but the results were not provided. The hcp recommend that she turns off her stimulation when she passes through security sensors, but the patient stated she was not comfortable with that. On (B)(6) 2016 the patient went to (B)(6) and when she was leaving the store, the security sensor went off. The patient reported she just stood there in shock and felt tingly from the bottom level of her stimulation across her entire midsection up to her shoulders and down both arms. When the patient returned home she experienced the immediate urge that she had to sleep; the patient slept all day and had a hard time staying awake. The following morning the patient reported her shoulders, arms, and neck were hurting and she did not feel good. The patient checked the ins and it was on and ok. The patient reported being concerned that the jolt from (B)(6) was so strong it may have compromised the stimulator. It was later reported that the patient spent all weekend in bed, but was feeling a bit better; the tingly feeling in her upper chest and arms continued. The patient also stated that she was experiencing an intermittent burning sensation and pain where the stimulator was, severe headaches, and nausea. The patient also noted that her dystonia got worse. The rep also stated that the patient mentioned that she had a fall in (B)(6) 2016 and hit her face.

Event description:
Additional information was received from a patient, a manufacturer representative (rep), and a health care provider (hcp). It was reported that the patient had a visit with her health care provider (hcp) on (B)(6) 2016 and it was recommended that the patient turns the ins off when she enters a store and turns it back on following going to the security screeners. The patient was shown how to turn the device on and off, but when the implantable neurostimulator (ins) was turned off, the patient stated that her dystonia became stronger within 90 seconds so the device as turned back on. After the meeting the patient stated she almost fell. The patient also stated that when she went to go pick up her prescriptions on (B)(6) 2016, the security screener went off and she felt pain in her chest where the stimulatory travels to the back of her shoulder blades, a severe headache, shooting pain in her arms and spine, a tingling sensation in her fingers, nausea, and "just overall sick". The pain in the patient's spine lasted two days which scared the patient. On (B)(6) 2016 the patient stated she does not feel 100% like herself and was crying after going through a security screener to enter a store; the security screener again went off. The patient also reported that the pain moved further around her body and was getting stronger as she was in the store. The patient stated she is afraid to go into stores because of the jolt and does not know what the long term effects are; the patient did not feel well. The health care provider (hcp) reported that on (B)(6) 2016 the ins was interrogated and it was noted that impedances and the battery were all ok. X-rays preformed on (B)(6) 2016 showed that the system was intact. On (B)(6) 2016, the ins was again interrogated and resulted in the battery being ok and the impedances being normal; the patient was taught how to turn the ins on and off at this appointment. The hcp also noted that shocking was not resolved and the reported headaches were likely due to the patient's dystonic muscles of the head and neck worsening with the device being off. The hcp stated that the cause of the fall was not determined but may be due to the underlying dystonia, which has generalized to the patient's torso over the years; the fall was not likely due to the ins and there was no bleeding. Follow-up with the patient indicated that her medications were adjusted, but she still does not feel good and her dystonia was worsening to the extent that she cannot chew food and has difficulty swallowing. The patient also noted that she experienced swelling around the ins site that went down after a few days and was sensitive to light, sound and touch. The patient also reported that the wires were sticking out from her skull down around the brain stimulator and base of the neck; the area at the base of her neck was in pain like the muscles were contacting.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from a manufacturer representative (rep) via the patient. It was reported that the patient had another occurrence of shocking on (B)(6) 2017 while walking into a store. The shock was felt in stimulator and went up patient¿s front along wire path, side of chest, arm pit, clavicle, side and back of neck, and right side of scalp. It was also felt across shoulder and down right arm to fingertips. The patient felt very nauseous, dizzy and their brain felt weird. Swelling was experienced on the right side and back of scalp and neck, which reportedly got worse over four hours following the shocking. The patient reportedly felt sicker and sicker and their body did not feel like their own. The patient had a doctor¿s appointment the next day and the healthcare professional (hcp) reportedly noticed there was something outwardly physically wrong. The patient had grooves in their skin above the stimulator with light green and brown discoloration. The patient was reportedly shocked at every story in and out until about a week prior to this report. The patient was afraid to go to the store for fear of being shocked again. The patient also wondered if the wires and stimulator were being damaged due to the shocking. It was noted the patient did not feel like themselves. The patient¿s wires reportedly poke out when their scalp swells and is very painful. Rubbing the scalp reportedly rarely helps the swelling and wires sticking out. The patient experiences nausea,stomach cramping, and headaches daily as well as swelling on the right side of their head down to the clavicle and stimulator. The area around the stimulator has a burning/stinging feeling. The patient¿s hcp thought it might be neuropathy. The patient¿s body reportedly starts flinging forward while sitting straight up. A few days prior to this report, the patient¿s windpipe reportedly felt like it was squeezing tight and the patient almost couldn¿t breathe. The patient felt as though they were being strangled. It was reported the patient was waking up 2-3 times a night with pain on right side of scalp, arm, and sometimes down to the foot. Impedances were reportedly normal. The rep reported that the patient¿s device was replaced on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was reported.

Manufacturer narrative:
Analysis of the ins (serial# (B)(6) found that the ins was functionally ok with insignificant anomalies. Additional analysis information: product analysis (B)(6) :analysis information -- (B)(4) 2017 13:55:18 cst pli# 10 product ID# 37601 the implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, a connector block leakage test was performed and normal impedences were observed, indicating there were no electrical leakage paths in the connector area. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Fdr (B)(6), and (B)(6)have replaced fdr (B)(6). Fdc (B)(6) has replaced fdc (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.